Manufacturer narrative:
Additional information is provided in section d4 and a correction made in section h6. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "at around 7 p.m. On (B)(6) when the user was undergoing a breast surgery, the ui500 insufflator suddenly reported a sensor deviation fault with error code "321"." It was furthermore stated that the procedure was successfully completed and there were no adverse consequences. No negative impact in state of health reported.